Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-02576. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6. Type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was visually examined and the following was observed: one valve strut was bent at the inflow side. One valve strut bent at the outflow side. The deployed valve canted. The valve leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no applicable dimensional or functional testing was performed. The complaint was confirmed through visual examination. Imagery was provided by the site and revealed the following: one valve strut bent outward at the inflow side. One valve strut bent outward at the outflow side. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on evaluation of provided imagery and returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, per information provided by the site the delivery system was not inserted coaxially within the sheath. Non-coaxial advancement of the delivery system through the sheath may lead to difficulties advancing through sheath and cause frame damage. Additionally, difficulties during advancement was reported, it is possible that additional manipulation was applied to overcome the resistance encountered during delivery system advancement. The combination of non-coaxial alignment and the additional device manipulation applied to overcome the experienced resistance likely caused the valve negatively interacted with the sheath shaft and delivery system flex tip causing the observed bent strut at the inflow and outflow side. As such, available information suggests that procedural factors (excessive device manipulation, step insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
(B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve could not advance through the 14f esheath plus and the sheath was kinked. The 26mm commander delivery system and valve were removed through the esheath plus without difficulties. After removal of the devices, a small hole in the proximal part of the sheath was observed and also the valve had a bent strut. A new system was used in replacement and the valve was successfully implanted. The patient did not experience any injury due to the event and was noted as to be doing well. On the back table, the sheath was completely kinked by the edwards lifesciences field clinical specialist to flush the device to show the fluid coming out through the small hole punctured. The perceived root cause provided from the edwards lifesciences field clinical specialist of the event was that the 26mm commander delivery system was not inserted coaxially and thus the sheath was kinked.